Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter failed the leak test because it had two holes in the balloon.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the therapy cycle, the balloon started to lose pressure. The patient received the full eight minutes of therapy. As the physician removed the catheter at the end of the procedure a tiny pin-prick sized hole was noted in the balloon. There was a fluid deficit of 5cc or less. There were no adverse patient consequences.